Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The main board was sent to zoll medical corporation for evaluation. Evaluation of the main board confirms the reported complaint. The board was found to be unrepairable and was scrapped.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.